Event description:
Occlusion [vascular occlusion] united states report received from a healthcare professional on 13-oct-2021. A physician, who was also the injector, reported that a (B)(6) caucasian female patient received rha2 on an unknown date in (B)(6) 2021 for an unknown indication; dose and frequency were not reported. A volume of less than one syringe (0.7cc) of rha2 was applied to the oral commissure and the marionette area using an unknown injection technique. The needle supplied in the box was used for the administration of rha2. A cannula was not used for administration of rha2. Previous cosmetic procedures included restylane facial fillers. Medical history, concomitant medication, and food supplements were not provided. On an unknown date in (B)(6) 2021 (either the (B)(6) or the (B)(6)), immediately following injection of rha2 into the oral commissures and a little on the marionette area, the patient developed two red blister like areas on the corners of her mouth and oral commissures. They were described as being blanched and turned a white color. Additionally, the patient experienced a red mottled appearance in the marionette line on the left side. On an unknown date in (B)(6) 2021, as treatment, the patient received hyaluronidase immediately after rha2. On (B)(6) 2021, the patient was provided with a second treatment of hyaluronidase. The injector advised that the area looked like it had improved significantly. The outcome of the event was recovering/resolving. The product was not available for return. (B)(4). No additional information was available at the time of this report.